Manufacturer narrative:
On 2/26/2020, mentor became aware that updated manufacturing record evaluation statement was inadvertently not submitted under previous submission. It should have included the following: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/21/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device it was observed a tear in anterior view measuring approximately less than 0.1 cm. Leak testing revealed there was leakage from the valve. No additional anomalies were observed.¿ microscopic examination was performed on the tear and no evidence of instrument damage was observed. No other anomalies were observed. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/3/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Concomitant products: left side; 700cc mentor smooth round moderate plus profile; catalog number: 3502700; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 750cc mentor smooth round moderate plus profile and was presented with right side deflation postoperatively. As a result, the device will be explanted on (B)(6) 2019.